Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touchpen would no calibrate. The user replaced the stylus with new pen and calibrated from the demo screen. The cursor in the lower right corner is way off. Anywhere else, the cursor works fine. The programmer will be returned for repair. There was no patient involvement.